Event description:
New information received notes that the lead was explanted and replaced. The patient was asymptomatic throughout the procedure and was noted to be in stable condition afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with episodes of non-sustained rv oversensing. Far-p oversensing was noted on egms. Chest x-ray was performed and lead dislodgement was noted. Patient is fine and will be scheduled for lead repositioning.